Manufacturer narrative:
Manufacturers ref# pr268085 blank fields on this form indicate the information is unknown or unavailable. H6) method code: 4117 - device not accessible for testing summary of investigational findings: a female patient underwent tevar on (B)(6) 2019 for her thoracic aortic aneurysm. A competitor device was placed distally and then a zta-p-32-155-w1 (complaint device) was placed proximally from zone 3. On (B)(6) 2019 the patient had an emergency thoracotomy due to a retrograde type a dissection beginning adjacent to the bare stent of the zta-p-32-155-w1. Replacement of the ascending thoracic aorta was performed where the bare stent of the zta-p-32-155-w1 was removed and the proximal end was sewed up with the distal end of the vascular graft. The patient outcome is reported to be favorable so far. Three postoperative CT studies, 2 operative images, and preoperative sizing documents were provided and reviewed by an imaging expert. Per the findings of the imaging review ¿the proximal edge of the bare stent expands partially into the origin of the lsa. The graft has a proximal seal length of about 18 mm.¿ at the 10-week post-operative CT study there is a new retrograde dissection that begins at the proximal edge of the zta bare stent and extends proximally to the aortic root. The left coronary artery is perfused from the true lumen but there is partial dissection into the right coronary artery. The bovine trunk is perfused from the false lumen with partial dissection into the left common carotid artery. The lsa is perfused from the true lumen. The endograft is patent and the proximal seal is intact. The image reviewer's impression is that the rtad likely is related to the endograft device and rtad is a known complication of thoracic endograft devices, both with and without bare metal proximal stents. Based on the preoperative sizing document, the implanted graft is appropriately sized. A review of the device history record gave no evidence of the product being nonconforming. Based on the provided information and imaging it has not been possible to establish an exact cause for this event. Dissection is a known adverse event described in the IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510k #: similar to device under 510(k)/PMA p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 tevar was performed as usual to treat a thoracic aortic aneurysm. The patient anatomy had no notable problems. The physician selected another manufacturer's device and it was placed in the distal side first. Then, zta-p-32-155-w1 (lot e3743895) was placed proximally to the other manufacturer's device and placed from zone3. According to the physician, the procedure was completed without any endoleaks. On (B)(6) 2019 the patient was taken urgently to the hospital due to retrograde type a dissection that may have been caused by zta-p-32-155-w1 (lot e3743895). Emergency thoracotomy was performed and the doctor checked a position of the entry. The entry was confirmed in a vessel wall where the zta-p-32-155-w1's bare stent had touched. Replacement of the ascending thoracic aorta was performed with a vascular graft. The bare stent of zta-p-32-155-w1 (lot e3743895) was removed and the proximal end of zta-p-32-155-w1 (lot e3743895) was sewed up with the distal end of the vascular graft. Patient outcome: there have been no adverse effects to the patient reported.